Manufacturer narrative:
Event date is literature article published date optimal platelet function test for in-stent tissue protrusion following carotid artery stenting journal of international medical research (2018) vol. 46(5) 1866¿1875 10.1177/0300060518762949. If information is provided in the future, a supplemental report will be issued.

Event description:
This article reports on a prospective, observational study which involved 28 patients which were diagnosed with internal carotid artery stenosis and underwent cas and aims to determine the best platelet function test for in-stent tissue protrusion following carotid artery stenting (cas). All cas procedures were performed under local anaesthesia administered through the femoral artery. A 9f mo.ma device with two compliant balloons was navigated into the affected vessel; the distal balloon was placed in the external carotid artery, while the proximal balloon was placed in the common carotid artery. Open-cell stents which included a protege or closed-cell stents (non-medtronic) were placed in the stenotic lesions with the selection of the type of stent determined at the discretion of the attending physicians. Post-dilatation was performed after stent deployment when residual stenosis was >30%. 20 patients received open-cell stents with 3 of these receiving a protégé device. The remaining 8 patients received non-medtronic closed-cell stents. All procedures were successfully completed and yielded adequate angiographic results. In addition, there were no technical or neurological complications associated with oct. In-stent tissue protrusion was detected by oct in 23 patients (82.1%), with a mean maximum projection area of 0.94 mm2 (range, 0¿4.6 mm2 ). The remaining five patients had no evidence of in-stent tissue protrusion. This paper concluded that collagen-induced platelet reactivity was related to in-stent tissue protrusion size following cas.